Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID: 2134265-2018-03307. It was reported that balloon rupture occurred. The target lesion was located in the calcified tibial artery. Two balloon catheters (3.5mm x 30mm x 145cm coyote¿ es and 3.5mm x 80mm x 90cm coyote¿) were advanced for dilation. However, during inflation, the balloons ruptured. The procedure was completed with a different device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a coyote es balloon catheter. The balloon was loosely folded. The tip is damaged. There are numerous hypotube and shaft kinks. Microscopic examination revealed that the balloon has a pinhole 20mm from the proximal markerband. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-03307. It was reported that balloon rupture occurred. The target lesion was located in the calcified tibial artery. Two balloon catheters (3.5mm x 30mm x 145cm coyote es and 3.5mm x 80mm x 90cm coyote) were advanced for dilation. However, during inflation, the balloons ruptured. The procedure was completed with a different device. No patient complications were reported and the patient's status was fine.